Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the evaluation. Failure analysis (fa) did not confirm nor replicate the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was removed and retested. Energy was delivered without any issues and passed the cut test on multiple attempts. The instrument passed the intuitive motion test on both attempts and the jaws did not get stuck. The grip force test was performed and passed on all orientations (straight pitch, and yaw). Fa found no errors during in-house testing. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The knife slot measured at 0.026 and the jaw gap verification passed at 0.005. A review of logs showed no failures. There was no problem detected. The following are grip force test results: straight ¿ 7.802, pitch ¿ 7.524, and yaw ¿ 7.836. Additionally, upon visual inspection, the instrument was found to have scratch marks/abrasions on the grip tips. Several scratch marks and indentation were observed in various locations on the grips. The root cause of this failure is typically attributed to misuse. The instrument was also returned with a grip open lever. The grip open lever was reseated in-house and was fully functional. The root cause of this failure is typically attributed to misuse. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). No image or procedure video was provided for review. A review of the device logs for the vessel sealer extend (480422-01/m91210222-0146) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on (B)(6) 2022 via sk0722. This complaint is being reported based on the following conclusion: it was alleged that the vessel sealer extend instrument failed to unclamp. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument stopped working. The jaws were stuck and would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the instrument was removed from sterile packaging by fa and did not appear to have any defects. The surgical procedure performed was a lateral dissection of the mesocolon during lar (sealing and cutting). The instrument clamped on some mesentery and would not release. The vessel sealer sealed and cut without issue. Instrument jaws closed during seal cycle and then would not re-open. Instrument was ultimately released by doing cut function and removing instrument from robot. Jaws did not open until instrument was fully removed from patient.